Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the insulin pump was not working. The blood glucose reading at the time of the event was 487 mg/dl. Customer was transported to hospital via ambulance. Early stages of diabetes ketoacidosis. Hospital treated with fluids and treated the blood glucose level. The insulin pump will be replaced. The current blood glucose reading is 384 mg/dl. Customer treated with manual injection. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.